Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer powered to a series of errors and therefore the reimaged hard drive was reloaded and the software updated. Concomitant products: product ID 2067 radiofrequency programmer head. (B)(4).

Event description:
It was reported that the programmer, just back from being serviced, powered up to a series of messages: "the last attempt to restart the system from its previous location failed. Attempt to restart again. Delete restoration data and proceed. Continue with restart." Troubleshooting included checking for a disk in the floppy drive (there was not one), disconnecting all peripherals and doing a false connection to the software distribution network (sdn) to put the programmer into a long boot, when the cancel button appeared for the sdn connection, "cancel" was clicked on and the programmer rebooted, at the "select model" screen it was rebooted from the long boot to see if the programmer would boot up to normal, but it did not. The programmer was returned back to service. There was no patient involvement.